Event description:
The caller reported an alarm issue, specifically alarm 01. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to replace the cartridge, and successfully loaded a new one, allowing them to resume insulin delivery without further issues. The original cartridge was arranged to be returned.